Manufacturer narrative:
Evaluation code: result: conclusion: severe tortuosity and 50 degree angulation of the aortic neck.

Event description:
A talent abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vascular morphology was reported as severe tortuousity and the aortic neck was angulated, 50 degrees. It was reported the stent graft sys was implanted however, due to the ap position and the angulation in the aortic neck where the stentless area of the stent graft, there was a kink which was slightly occluding the blood flow. The physician elected to place a talent stent graft 18x18x80 and the kink and occlusion were resolved. No clinical sequelae were reported and the pt is fine.